Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced transfer guard anomaly and high readings. The customer's blood glucose reading was 215 mg/dl. The customer stated that the reservoir was wobbly and moved around a lot with air. The customer stated that the site does not show signs of infection. The product was not returned for analysis.